Event description:
The patient contacted animas on (B)(6) 2013 reporting blood glucose levels from 2 mmol/l to 20 mmol/l with symptoms of headache, upset stomach, irritability, and increased thirst over the last few weeks. The pump was reviewed with the patient. The patient confirmed that the basal rates were programmed correctly; the patient reported self adjusting the basal rate program. The patient also reported using temporary basal rates during times of increased activity. The time and date were confirmed to be correctly programmed. The patient confirmed that there were no relevant alarms in the pump history. The patient confirmed that the total daily dose (tdd) correctly reflected the basal rates. The patient confirmed not manipulating the cartridge cap or cartridge while attached to the pump; the patient also confirmed no priming while attached. The patient confirmed that at the time of priming, drops were seen coming from the end of the tubing. The pump prime history indicated that the patient was not performing the fill cannula step. This report is made based on the allegation that the patient experienced erratic blood glucose while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.